Event description:
Patient undergoing resection of large liver tumor. After surgery, patient had two burns on the left shoulder and back approximately 7 cm in diameter which required surgical debridement and flap closure.